Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for the reported issue of ¿online rejection for marking defect of scale marking missing, double needle, black spots, blister leakage, hair¿ with lot number 0214098 regarding item # 301866, so retention samples were used for the investigation. The DHR of material number 301866 and lot number 0214098 was checked and no quality notifications were recorded on this lot. The investigating team has used the retention samples of material code 301866 and lot number 0214098 for investigating the reported defect of leakage. The defects of leakage reported in this complaint by the customer were investigated on the retention samples and none of the ten retention samples showed leakage in them. There is a CAPA no 2448117 opened on this defect of leakage for this product which is under effectiveness check currently in progress.

Event description:
It was reported when using the bd discardit ii 2 ml with 25g x 1, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: online rejection for marking defects.

Event description:
It was reported when using the bd discardit ii 2 ml with 25g x 1, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: online rejection for marking defects.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.